Event description:
It was reported that the customer received a lost sensor alert shortly after insertion. Her blood glucose was 400mg/dl, which she treated with her insulin pump. She stated that the sensor cannula was bent. The sensor is being returned. No add'l info was reported.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed solution test and sensor failed per specifications. No isig readings detected. Checked lab transmitter for proper use and operation and transmitter passed per specifications. Also found cannula bent. Unable to confirm if customer received sensor in said condition due to customer returned it opened/used.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.